Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag stopped. On (B)(6) 2026 11:45 the patient returned from operating room (or) status post (s/p) extracorporeal membrane oxygenation (ECMO) cannulation to intensive care unit (ICU) and the centrimag began alarming and displayed 0 flow. The motor was noted to have abruptly stopped. The circuit was quickly switched over to backup motor and the flow returned. However, the patient went into ventricular fibrillation (vfib) and code blue was called. The return of spontaneous circulation (rosc) was achieved. Low flow alarms were identified at the time of event. The cause of the event was not identified but the centrimag console and centrimag motor (secured on bracket) were on ECMO cart during transport from operating room, so there was no manipulation of equipment that might have bent the motor cable.